Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had been admitted to the hospital due to an increase in pain. The emergency room doctor believed that the pump could be empty because the last time the patient reported having a refill was "sometime between (B)(6) and (B)(6)" of 2020. No other information was received.